Event description:
It has been reported to philips that the geometry could not move. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the geometry couldn't move. The rse advised the customer to do system restart and connect prs supply power. No work has been performed by philips as the customer refused the service provided. There is no further information provided by the customer regarding the root cause of the problem and the resolution. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.